Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. There was initial seal with the bifurcated device; however the physician chose to place an infrarenal proximal extension which did not have good apposition because it was placed in an angle of the aorta. Additional information has been requested of the reporter with regards to the patient's current condition.

Event description:
Initial case on (B)(6) 2008. Patient had 35mm angulated neck length. Initial implant of a 28-16-140bl bifurcated device. Good seal was attained after implant of the bifurcated device; however they physician chose to place a 28-28-75l proximal extension to cover approximately 1cm of uncovered aortic neck between the proximal end of the bifurcated and the lowest renal. It was noted after implant of the extension that the proximal end was not fully apposed to the aortic wall as that portion of the stent graft was sitting in the angle of the neck. The bifurcated device had already provided seal proximally, there was good flow and the procedure was completed. Patient returned with a cold leg (date unknown); on CT it was noted that there was an occlusion due to compression of the proximal extension. On (B)(6) 2010 patient had implant of a 28-28-95rl suprarenal proximal extension and a palmaz stent which resolved the compression. The secondary resulted in good flow to the legs. Additional information received at a later date; the patient had the right foot amputated (date unknown), has renal complications and is undergoing dialysis due to prolonged occlusion.